Manufacturer narrative:
Summary of eval: the results of the investigation indicate that the exact root cause of the event cannot be determined based on the limited info provided. The device history review for catalog # 2017-0044 could not be performed because its lot code was not provided. According to the current package insert, dislocation of the hip prosthesis can occur due to inappropriate pt activity, trauma or other biomechanical considerations. As the cup was implanted in situ for approx 19 years, it is most likely that the event is not device related but rather pt or clinical factor related. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "prep: 1992 hip- revised cup dislocation, stem stable. Outcome: competitor cup implanted stable hip."